Manufacturer narrative:
Date of event, resolution, patient demographics were updated.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the bivona tube split. The issue was discovered after ten days in use and a tube change out procedure was performed.